Event description:
This complaint was reported to us as a stretched coil with minimal incident information on (B)(6) 2014. We inquired for additional information. On (B)(6) 2014 the following incident information was provided by the distributor. It was reported that during the treatment of an a-com aneurysm, the coil stretched during repositioning. As the coil was retracted, the coil prematurely detached. Twenty percent of the coil was placed in the aneurysm with the remainder in the parent artery. No attempt was made to retrieve the coil. On (B)(6) 2014 the patient was reported to be doing okay. No harm was reported. Patient information - patient identifier is not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the implant coil remains within the patient and the delivery pusher was reported not available. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.